Manufacturer narrative:
(B)(4) only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the procedure a laparoscopic cholecystectomy? Yes. Was this the first use of the device? Yes. Was this the first clip of the device or had clips already been deployed? Yes, first clip. Was there any twisting, torquing or downward pressure during clip application? No, no forcing to the device done. The product was used in a standard way but the reported issue has occurred. What lead to the convert to open? The clip didn't fully close, middle part remained open. Bleeding occurred due to this and the surgery was switched to open. Was the decision to convert to open related to the single malformed clip? Or, were there other contributing factors? Due to the clip not closing and ligation couldn't performed, procedure was switched to open. What is the surgeon¿s experience with the er320? The surgeon uses the device all the time, experienced user. What is the current patient status? The patient is still admitted in hospital for control purposes.

Event description:
During vein ligation, the clip didn't close effectively and the middle part was seem to be open. The surgery was converted to open.

Manufacturer narrative:
(B)(4). Batch # p93y49, p93x97. Per photographic evaluation: upon visual inspection of the picture, 1 clip can be fully observed inside, and the clip appear to be malformed. The photos do not provide enough evidence to determine root cause. Refer to the physical analysis for further information. Device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.